Event description:
This loop recorder was self explanted by patient after mechanical interaction created tension to the incision, post operative, and rear section of bm3m protruded from incision per patient. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.